Event description:
The customer reported multiple system failures. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dsm200 ip memory, hard disk, and power supply cable were identified as faulty. No conclusion can be drawn as further repair info is unavailable and no add'l service info was provided.